Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device and did not observe any symptom or potential cause of the reported issue. No action is required to address the issue, however the ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for an upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.